Event description:
The phillips v60 bipap (sn (B)(4)) turned off 3 times during transport of pt from medical surgical unit to intermediate care unit. Face mask removed and machine turned on and off again. The bipap would work for a brief moment then the screen went black and the machine had no air flow. The bipap was replaced once pt arrived in the new location. Pt did not have any complications as a result of the malfunction.